Event description:
It was reported that during a lap gastrectomy procedure, the device would not fire. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Evaluation summary - the analysis results found that the el5ml device was returned with the jaw ramp broken off from the left side. No anomalies were noted with the cam. In addition, clip formation was scissored due to the damaged jaw. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. A batch record review was performed and no anomalies were found during the manufacturing process.